Manufacturer narrative:
One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. The condition of the returned device does not confirm the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00107 and 3005099803-2017-00108 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accutrac 200 laser fibers were used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly the laser unit used was a dornier 30w. According to the complainant, during the procedure and inside the patient, the ball tip of the laser fiber broke off and fell inside the patient. The physician continue the case and the tip turned black (captured by manufacturer report 3005099803-2017-00107). A second accutrac 200 laser fiber was used and the same issue occurred again (captured by manufacturer report 3005099803-2017-00108). The physician did not attempt to retrieved the detached tip and expects that it would pass naturally. The procedure was completed with a third accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00107 and 3005099803-2017-00108 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accutrac 200 laser fibers were used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly the laser unit used was a dornier 30w. According to the complainant, during the procedure and inside the patient, the ball tip of the laser fiber broke off and fell inside the patient. The physician continue the case and the tip turned black (captured by manufacturer report 3005099803-2017-00107). A second accutrac 200 laser fiber was used and the same issue occurred again (captured by manufacturer report 3005099803-2017-00108). The physician did not attempt to retrieved the detached tip and expects that it would pass naturally. The procedure was completed with a third accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.